Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing "bleeding" and after inserting the adc freestyle libre 2 sensor. The customer further reported experiencing a loss of consciousness that resulted in a fall with a swollen face and went into a hypoglycemia coma. The customer had contact with a healthcare professional who obtained a blood glucose result of 2.9 mmol/l and the customer was administered 8mg of glucose injection as treatment and 2 stitches on the face. The hcp obtained a post-treatment blood glucose result of 3.1 mmol/l and no additional treatment was reported. There was no report of death or permanent injury associated with this event.